Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately five years post filter deployment, the patient presented with abdominal pain. Ivc filter unchanged in position was noted. Subsequently, a month later, CT revealed grade 3 perforation of filter struts. A posterior strut abutting 7mm into the l4 osteophyte and a left lateral strut possibly abutting the aorta. Therefore, the investigation is confirmed for perforation of the ivc. Based on the provided image review, there was no abnormal tilt identified and two of the ivc filter legs were extending beyond the wall abutting the ¿l4¿ vertebral body and l3-4 intervertebral disc. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated, posterior struts abut sup l4 osteophyte (7mm) and left lateral strut abuts aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. Approximately five years later, the patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated, posterior struts abut l4 osteophyte (7mm) and left lateral strut abuts aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.